Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a posterior mitral leaflet prolapse, mitral annular calcification, and calcification on the chordae. During a mitraclip procedure, while maneuvering the clip delivery system (cds) in the left atrium, the anterior gripper could not lower or raise. The posterior gripper was working properly during the procedure. The grippers were tested during device preparation and were working perfectly before the procedure. Various grasping attempts were made prior to gripper the actuation issue. The cds was removed and replaced. The procedure was completed with 2 clips implanted and the mr reduced to grade 2-3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single), associated with the anterior gripper being unable to lower, could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.